Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis patient experienced peritonitis. The cause of the event was unknown. On the same day as the event onset, the patient was hospitalized for peritonitis. While hospitalized, the patient was treated with intravenous flagyl (dose and frequency not reported) and intravenous ciprofloxacin (dose and frequency not reported) along with intraperitoneal gentamicin (dose and frequency not reported), for peritonitis. Thirteen days after the event onset, the patient was discharged home. At home the patient continued the intraperitoneal gentamicin (dose and frequency not reported) and the patient was switched to oral flagyl (dose and frequency not reported) and oral ciprofloxacin (dose and frequency not reported) for ten days for peritonitis. Dianeal therapy remained ongoing until an unknown date the following month. At that time, the pd catheter was removed and the patient was switched to hemodialysis therapy. At the time of this report, the patient is recovering from the event. No additional information is available.